Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the splenic artery using pod4 coils. During the procedure, while advancing a pod4 coil through a px slim delivery microcatheter (px slim), the introducer sheath of the pod4 coil broke and separated and the pod4 coil unintentionally detached from its pusher assembly. The physician continued the procedure by flushing the pod4 coil out of the px slim and into the target vessel. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Based on original complaint description and investigation results: corrected from "introducer sheath" to "pusher assembly".

Event description:
The patient was undergoing a coil embolization in the splenic artery using pod4 coils. During the procedure, while advancing a pod4 coil through a px slim delivery microcatheter (px slim), the pod4 coil pusher assembly broke and therefore, the pod4 coil unintentionally detached. The physician continued the procedure by flushing the detached pod4 coil out of the px slim and into the target vessel. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock on the proximal end of the pod4 pusher assembly was intact. The pusher assembly was kinked throughout the length of the pod4, and fractured approximately 74.2 cm from the proximal end. The pull wire was withdrawn through the fractured hypotube, and the coil was detached from the pusher assembly. Conclusion: evaluation of the returned device confirmed that the pod4 hypotube was fractured. This type of damage typically occurs if force is used to advance the pod4 against resistance. The fracture allowed the pull wire to be withdrawn out of the distal detachment tip, and the embolization coil to become detached. These devices are 100% functionally tested and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.